Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station hardware failure and multifunction. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device brand name, unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer was not detected on the bus. A field service engineer (fse) performed a reboot and rechecked the system. The drawer came back online but initially showed a failed icon, which cleared upon the next arrival. The device was powered down for inspection, and the bus cable was checked and found to be in good condition. The rear cover of main drawer was removed; connections were inspected and reset. The diagnostics were run and results recorded, followed by an application reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station hardware failure and multifunction. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.